Event description:
The customer reported, negatively biased quality control fluid results using vitros amon slides on their vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer processed amon patient samples on their alternate vitros 5,1 system while quality control results were unacceptable on this vitros 5,1. There was no report of patient harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that negatively biased vitros amon quality control results were obtained on the vitros 5,1 system. System precision testing was within the manufacturer's guidelines, however, vitros amon exhibited higher than expected variability. Ocd field service investigated. The microslide incubator was cleaned, evaporation caps replaced, and necessary adjustments performed, returning the vitros 5,1 to expected operation. The most likely root cause of this event is instrument related.